Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed carbon dioxide (co2) patient sample result obtained on a dimension vista 1500 system. Siemens is investigating the event.

Event description:
A discordant falsely depressed carbon dioxide (co2) patient sample result was obtained on a dimension vista 1500 system. The falsely depressed patient result was not reported to the physician(s). The same sample was reprocessed on an alternate dimension vista 1500 system. A higher result was obtained and considered correct. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed patient result.

Manufacturer narrative:
Additional information (15-aug-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided. Hsc observed the water product resistivity was below acceptable levels at the time of the falsely depressed result. Calibrations performed near the time of the falsely depressed result had atypical signal responses and calibration coefficients which directly relate to poor water. Calibrations improved following water quality restoration. A potential product issue was not identified. The instrument is fully operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00210 was filed on 01-aug-2022.